Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. The complete lead was returned for analysis in 2 segments. The connector portion measuring 7.1 cm and the distal portion measuring 45.1 cm. External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted 5.0 cm to 6.7 cm from the distal tip. All other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.